Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the clinic for a routine device follow-up with syncope. No stored egms during the time of syncope were occured. Noise was not observed with isometrics and no other issues were revealed. The patient will be monitored.